Event description:
In the 2004 issue of orthopaedics today, doctors published a paper regarding 41 non-union pts where allomatrix was used in their treatment. This paper summarized that 21 pts experienced post-op drainage, 13 of these required surgical debridement. 14 developed a deep infection and 2 of these required amputation. 19 required revision surgery.